Event description:
Same case as manufacturer's report # 6000093-2007-00004, #6000093-2007-00005. It was reported that 5 days after implantation of a 2.5x12mm and a 2.75x8mm taxus express2 drug-eluting stent, thrombosis occurred. During the initial procedure, the target lesions were located in the proximal and distal left anterior descending artery (lad). A 90% stenosis was noted in the proximal lad and an 80% stenosis, "with diffuse irregularities in the distal lad." A 2.5x9mm maverick balloon "was advanced into the area of the distal lesion and inflated to 11 atm." The balloon was then pulled "back to the proximal lesion and inflated to 14 atm." The pre-dilations were noted to be "adequate and the balloon was removed." A 2.5x12mm taxus stent was advanced into the distal lesion and deployed at 12 atm. A 2.75x8mm taxus stent was advanced into the proximal lesion and deployed at 14 atm. Intravascular ultrasonography (ivus) was performed followed by post-dilation of the proximal stent with a 3.0x8mm quantum maverick balloon. Ivus of the distal stent revealed "3.0mm to 3.1mm diameters at 90 degrees to each other," and the "proximal stent appeared to have 2.7mm to 2.4mm diameters following a second dilatation. The patient received integrilin and heparin during the procedure. "Successful percutaneous transluminal coronary angioplasty (ptca) and stenting" was noted. It was reported that there were "no complications." The patient had a "subacute, total occlusion of the lad with a st-segment elevation infarction pattern" 2 days later. This was "reopened and an additional 2.75x8mm taxus stent was placed distal to the first stent in the proximal lad." The patient was placed on plavix and had a "48 hour course of lovenox." It was reported that there was "successful reopening, ptca, and stenting of an additional lesion of the mid lad." There were "no complications." Three days later, the patient "again subacutely occluded the lad with a recurrent st-segment elevation pattern on ECG." A 90% "area of narrowing just proximal to the first or most proximal previously placed stent" was noted. It was noted that this "may represent a backward dissection." A 3.0x15mm maverick balloon inflated to 8 atm, was used to pre-dilated the lesion. A 3.0x8mm taxus express2 drug eluting stent was deployed in the region of the lesion. Intravascular ultrasonography (ivus) was performed revealing "linear filling defect that could represent dissection." A 2.75x16mm taxus express2 drug eluting stent was then overlapped at the "distal edge of the most distal stent in the proximal lad, covering the area of this angiographically documented finding."ivus was repeated and "showed good apposition" of the stented area." It was noted that "the vessel always appeared quite diseased with some calcification and eccentric plaque formation, even up to the left main." A post-intervention residual stenosis was not reported. Timi iii flow was reported. The patient received integrilin and heparin during the procedure. Lovenox was given for 48 hours after the procedure. The patient also received plavix and aspirin after the procedure. It was reported that "there were no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown the shop floor paperwork could not be examined.